Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter was torn. The following information was provided by the initial reporter: it was reported by the facility representative that the needle tore out of the catheter. It was also reported that the catheter had a tear in the sheath. D.1. Medical device brand name: saf-t-intima w/y adapter bl 22ga x .75in. D.4. Medical device catalog#: 383323. D.4. Medical device lot #: 0325014. D.4. Medical device expiration date: 11/30/2024. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 11/20/2020. H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0325014. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter was torn. The following information was provided by the initial reporter: it was reported by the facility representative that the needle tore out of the catheter. It was also reported that the catheter had a tear in the sheath.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 0325014. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in catheter was torn. The following information was provided by the initial reporter: it was reported by the facility representative that the needle tore out of the catheter. It was also reported that the catheter had a tear in the sheath.